Event description:
Information received via the loqi ( abiomed¿s long-term outcome and quality indicator) impella registry reported in (B)(6) of 2024, an adverse event attributed to the use of the impella cp. The patient of unknown (at this time) race and gender suffered from ventricular tachycardia. The patient survived the event. The relationship s listed as "possibly" and further clinical details are being pursued.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. The device information and the physician(reporter) name is not available at this time, additional report will be filed when informations is available.

Manufacturer narrative:
Additional device information received. Section d4 updated as per information.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. The instructions for use for impella cp with smartassist system in the in-hospital adverse events table 6.31 lists ventricular arrhythmia as a major complication, where only a fraction are attributed to the impella and events resolved without residual effects. Added-a1-patient identifier, e1 name prefix, first name, last name. Section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.